Manufacturer narrative:
(B)(4). Concomitant medical products- medical product - item 183028, lot number unknown, item name vanguard cr ilok fem-lt 65. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient has been revised due to a tibial bearing fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in netherlands. D10: the product has been to zimmer biomet for investigation. D11: medical product: vanguard cr ilok fem-lt 65, catalog #:183028, lot #: 899670. Additional information received: patient's personal information, product's information, product has been returned. The investigation is in process. Once the investigation has been completed, a final mir will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty (tka). Subsequently, the patient has been revised due to a tibia malfunction. Upon operation, it was found that the tibial tray was fractured. Additional information: initial surgery was performed in a different hospital. Revision was performed 6 years post op the initial tka.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in netherlands. D11: device name: vanguard cr ilok fem-lt 65, model#: 183028, lot#: 899670. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A vanguard knee was revised after approximately 6 years due to reported malfunction of the tibial tray. Visual examination of the tibial tray showed fracture on the medial side of the polyethylene bearing. Gouges and scrathes were also observed on the bearing, likely caused during the extraction procedure. Radiographic examination shows the knee at a varus angle and this angle increased prior to revision. Radiolucency was also observed around the stem and below medial portion of the tibial tray. While further radiographic evidence, surgical reports and patient information are required to determine the exact root cause of the failure, it is likely that abnormal stresses caused by the varus loading of the knee contributed to the observed fracture. The relevant manufacturing history records indicate that the item was manufactured and sterilised in accordance with the applicable specifications. A review of the complaint database over the last 3 years has found no similar complaints found for the item 161723. Biomet UK ltd knee joint replacement prostheses - attention operating surgeon. Ref. (B)(4), rev on (B)(6) 2009. The instructions for use provided with the vanguard monobloc tibial tray mention that: warnings and precautions: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant. Patient warnings: the patient is to be cautioned to govern activities, protecting the joint replacement from unreasonable stress conditions. Excessive activity, failure to control body weight and trauma affecting the joint replacement has been associated with premature failure of the reconstruction by loosening, fracture and/or wear of the implant¿the patient must be warned that the device does not replace normal healthy bone, and that the implant can break or be damaged as a result of excessive load bearing or trauma. The mhr review indicates that the product was most likely conforming to design specification when it left zimmer biomet control, however, the root cause of the observed fracture in the polyethylene portion of the monobloc tibial tray cannot be determined without provision of further radiographic evidence, surgical reports and patient information. Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. Failure analysis report 575, rev 1. Concludes: a vanguard knee was revised after approximately 6 years due to reported malfunction of the tibial tray. Visual examination of the tibial tray showed fracture on the medial side of the polyethylene bearing. Gouges and scratches were also observed on the bearing, likely caused during the extraction procedure. Radiographic examination shows the knee at a varus angle and this angle increased prior to revision. Radiolucency was also observed around the stem and below medial portion of the tibial tray. While further radiographic evidence, surgical reports and patient information are required to determine the exact root cause of the failure, it is likely that abnormal stresses caused by the varus loading of the knee contributed to the observed fracture. The reported event states revision due to fractured tibial tray. Line 23 of risk file buk.vangcompknee.rmr-04 appendix 2 fmea relates to the reported event: implant failure (fracture, excessive wear, loosening). This line has a maximum severity score of 4 which is defined in the rmr as: results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. Therefore, the reported event (surgical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 calendar years prior to notification date, being (B)(6) 2019. Sales (B)(6) 2016 ¿ (B)(6) 2019) = 96 units. Complaints search was conducted for events occurring between (B)(6) 2016 ¿ (B)(6) 2019) for item 161723. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is 1 in 96 or 1.04%. However, the occurrence in this case is calculated using a single complaint. Therefore, the current occurrence rating in the risk management file are still relevant and have not been exceeded; it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. If further information regarding the root cause of the reported event are provided risk should be re-assessed. No corrective or preventive actions are considered necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty (tka). Subsequently, the patient has been revised due to a tibia malfunction. Upon operation, it was found that the tibial tray was fractured. Additional information: initial surgery was performed in a different hospital. Revision was performed 6 years post op the initial tka.